Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the pilot valve leaking. Additional malfunctions were the o-ring leaking, leaking at the tywraps on the product tank leaking, and defective tywraps on the sieve beds.